Event description:
It was reported that high capture thresholds were observed during a routine follow-up. The lead was explanted and replaced when repositioning was unsuccessful. The patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).